Manufacturer narrative:
This report is for an unknown plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: chen, h. Et al (2020), indirect reduction and strut support of proximal humerus fractures using a titanium mesh in elderly patients: a novel technique, journal of orthopaedic trauma, vol. 34 (4), pages e142¿e147 (china). The aim of this study is to introduce a novel technique that uses titanium mesh as an endosteal indirect reduction tool and a medial strut augment. Between september 2016 to october 2017, a total of 22 patients (7 male and 15 female) with a mean age of 69.5 years (range, 60¿82 years) were included in the study. Surgery was performed using titanium mesh from a competitor and a proximal locking plate (synthes, oberdorf, switzerland). The mean duration of follow-up was 13.2 months (range, 12.1¿16.2 months). The following complications were reported as follows: a (B)(6)-year-old female patient demonstrated heterotrophic bone formation, but it was not symptomatic. An (B)(6)-year-old male patient had a wound superficial infection that resolved with 2 weeks of daily dressing. This report is for an unknown synthes plate/screws construct. It captures the reported (B)(6)-year-old female patient who demonstrated heterotrophic bone formation. This is report 1 of 1 for (B)(4).